Event description:
A dentist purchased the apollo 95 e several years ago based upon the MFR's advertising which indicated the light would cure composites in from 1-3 secs. Independent testing demonstrated that the light failed to cure within the advertised time frame and actually required at least 12 secs to adequately cure composites. Unfortunately dentist used the light for a significant period of time before they were made aware of the deficiency. Dentist pointed out the problem to the MFR, but did not receive any help from them. Recently dmd has declared bankruptcy.